Manufacturer narrative:
The customer was released from hospital. The pharmacist tested the customer's meter with control solution; the readings fell within range. The meter is being returned for investigation. The customer had used all of the test strips.

Event description:
A pharmacy reported that a customer had been hospitalized with diabetic ketoacidosis in 2006. The customer had obtained a reading of 10.9mm0l/l on their precision xtra meter at 7am. A second reading of 11.9 was obtained at 10:45am. The customer did not treat herself based on the readings. The customer felt ill and went to the dr and then to the hosp. The customer experienced slurred speech and lost consciousness. A reading 27.8mmol/l was obtained on the hosp meter at 12:30pm. A dose of insulin was given. At 1:30pm a reading of 10.1mmol/l was obtained on the customer's precision xtra/optium meter. A hba 1c result of 10.9mmol/l was obtained on the monday prior to the event.